Manufacturer narrative:
Sensor 0m000cc150h has been returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug was not returned. Data was extracted from returned sensor using approved software. Sensor was found to be in state 1 (indicating storage state). Insertion failures were not observed, which is evidence that user did not activate the sensor. Therefore this complaint is not confirmed to use. No malfunction or product deficiency was identified. Section d3 (email) and section g1 were updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 10 days of wearing the freestyle libre sensor and was therefore unable to obtain readings. As a result, customer experienced hypoglycemia and was incapable of self-treating, requiring treatment of oral glucose by his wife. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 10 days of wearing the freestyle libre sensor and was therefore unable to obtain readings. As a result, customer experienced hypoglycemia and was incapable of self-treating, requiring treatment of oral glucose by his wife. No further treatment was reported. There was no report of death or permanent impairment associated with this event.